Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the instructions for use found: -for arthrowands, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage or thermal injury. -for arthrowands with suction, failure to attach the suction adapter may cause thermal injury to the physician or patient. Failure to provide proper suction may result in physician or patient thermal injury. -do not use pre-warmed saline with the arthrowands which may result in tissue damage or thermal injury. -use only conductive media (e.g. Saline ,ringer¿s lactate, etc.). Do not use nonconductive media (e.g. Sterile water, air, gas, glycine, etc.). A review of risk management files found that the reported failure was documented appropriately. A clinical evaluation per complaint details, we currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information provided, ¿this event was improper use because the surgeon did not use the eliminator icw (ac1345-01) with suction. The burned area had been in contact with the warmed saline solution.¿ the complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, after the procedure using a "eliminator ic wand", the patient had a burn in the area behind the knee. This event was improper use because the surgeon did not use the wand with suction. The burned area had been in contact with the warmed saline solution. This procedure was completed without delays using the reported device. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.